Event description:
It was reported that this patient has previously received an inappropriate shock. The patient recently received an additional inappropriate shock due to oversensing of signal amplitudes. The field representative is changing the sensing vector to optimize therapy for the patient. No adverse events.